Manufacturer narrative:
Device evaluation of the console duplicated the reported complaint condition. The fluid level sensor was replaced to correct the root cause of the vent valve opening. The console passed all operational verification tests after repair.

Event description:
The hospital biomedical engineer reported that the perfusionist encountered an issue with the mps console during use. The report stated that the vent valve remained continuously open throughout a procedure. The procedure was successfully completed with the same console. There were no patient complications reported as a result of the alleged event. A field service engineer will evaluate the console at the user facility site.